Event description:
It was reported that the patient desired to undergo an inflatable penile prosthesis (ipp) revision as the patient was experiencing a leftward leaning curvature with the ten year old device. The patient also noted difficulty cycling the device and experiencing auto inflation issues. During an appointment the physician noticed that the pump was positioned facing towards the urethra making the component challenging to manipulate. A surgical procedure was scheduled two months after the appointment with the physician to replace the inflatable penile prosthesis (ipp).